Manufacturer narrative:
Shingo sasaki, yuji ishida, yuichi toyama, kimitaka nishizaki, takahiko kinjo, shogo hamaura, taihei itoh, masaomi kimura, hirofumi tomita . (2022). "Propensity score-matched comparison of clinical outcomes between subcutaneous implantable cardioverter- defibrillator with smart pass technology and transvenous implantable cardioverter- defibrillator therapy." 87th annual meeting of japan cardiovascular society.

Event description:
It was reported via abstract from the 87th annual meeting of japan cardiovascular society that the authors studied consecutive 266 patients who underwent both transvenous implantable cardioverter defibrillator (ICD) and subcutaneous implantable cardioverter defibrillator (s-ICD) implantation between february 2016 and july 2022. During the median follow-up period of 1229 days, the incidence of appropriate shock therapy was 7.6% and 6.7% in s-ICD and transvenous ICD patients, respectively. Inappropriate shocks were reported at 9.4% in the s-ICD group and 4.2% in the transvenous ICD group. Inappropriate shocks in the s-ICD group were caused by oversensing due to multiple factors. No additional adverse patient effects were reported.